Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was received with the stylet still inserted in lead. The returned stylet was visibly bent. The introducer was not returned. The introducer insertion test was performed using a stylet sample, the lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty when they were unable to fully access the lead into the introducer. The lead was removed and alternate lead was implanted. No patient complications have been reported as a result of this event.